Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "it was reported as a result of a filed lawsuit; on or about (B) (6), 2006, the pt underwent a total right hip arthroplasty surgery at (B) (6) hosp in (B) (6) involving the implantation of the trident device. It was further reported that, in (B) (6) of 2007, the pt began experiencing extreme pain and began hearing audible noises including squeaking which emanated from the location of her right hip. It was further alleged that, as a result of the pain and squeaking which developed, the pt has experienced and continues to experience constant irritation and discomfort in the location of her right hip."